Event description:
It was reported that a malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process, ensuring that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further malfunction codes reappeared, which the customer acknowledged and understood.